Event description:
The consumer reported that the commode seat was cracked. This issue could cause product instability and the potential for the seat to crack in half and the user to fall off during use.